Event description:
A healthcare professional reported while the surgeon was in the vitrectomy mode, a system message displayed and there was no irrigation. As a result, the pt's anterior chamber collapsed. Additional info has been requested.

Manufacturer narrative:
The company rep examined the system and was able to duplicate the customer reported event. The customer requested the company rep turn off vit setup screen to prevent recurrence of the event. Preventive maintenance was performed. The system was then tested and met all product specifications. No sample was returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate the reported event. The root cause is unk at this time. (B)(4).